Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The senor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event after having had a sensor error for 2 hours, after which the sensor failed. The patient experienced tiredness and needed to be treated by their teacher with a glucose lift drink. It was understood that the patient needed the third-party intervention due to the severity of symptoms, as the teacher described the event as a "panicking situation". The patient recovered after treatment and no further treatment was necessary. At the time of the report the patient was stable. The complaint states no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).